Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left fallopian tube perforation') in an adult female patient who had essure (batch no. C51060) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastroenteritis. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain/abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and infection ("infection (other): describe"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, abdominal pain lower and infection outcome was unknown, the pelvic pain, genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, fallopian tube perforation, genital haemorrhage, infection, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted on essure date of removal (B)(6) 2015 patient was hospitalized. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2015: left fallopian tube wit implant, right fallopian tube: two benign fallopian tubes present one of which shows fibrous adhesions and an associated foreign body (designated left side) gross examination: separate fragments of benign fallopian tube tissue also present, one of which shows an intraluminal organizing blood clot. Most recent follow-up information incorporated above includes: on 21-aug-2020: medical record received: new event were added: left fallopian tube perforation. Lot number and patient history were added and reporter information were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left fallopian tube perforation') in an adult female patient who had essure (batch no. C51060) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastroenteritis. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain/abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and infection ("infection (other): describe"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, abdominal pain lower and infection outcome was unknown, the pelvic pain, genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, fallopian tube perforation, genital haemorrhage, infection, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted on essure date of removal (B)(6) 2015 patient was hospitalized. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2015: left fallopian tube wit implant, right fallopian tube: two benign fallopian tubes present one of which shows fibrous adhesions and an associated foreign body (designated left side) gross examination: separate fragments of benign fallopian tube tissue also present, one of which shows an intraluminal organizing blood clot. Batch no c51060, production date 2014-04-14, expiration date 2017-04-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and infection ("infection (other): describe"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved, the abdominal pain was resolving and the abdominal pain lower and infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, infection, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 4-jun-2019: pfs received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), infection (other) were added, outcome of pelvic pain and bleeding were updated. Essure removal procedure was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.